Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. (B)(4).

Event description:
It was reported that the patient received inappropriate high voltage therapy from their implantable cardioverter defibrillator. The patient received inappropriate antitachycardiac pacing for a supraventricular tachycardia episode. The device exhibited functional undersensing of atrial events due to the programmed blanking period. No device intervention was reported but programming changes were discussed. The patient was not reported to be symptomatic.